Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse replaced the defective battery. The iabp passed all functional tests and was returned to the customer for use.

Manufacturer narrative:
Updated data: b4,e1(email),g3,g6,h2,h10,h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit s battery does not fit as part of install.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).